Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead post operatively exhibited no capture and had dislodged. It was noted that the patient had left persistant superior vena cava (svc) which had made it difficult to insert the lead and required multiple repositioning during the procedure. The right atrial (ra) lead was reprogrammed, turned off, and later revised. No patient complications have been reported as a result of this event.